Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that, per the healthcare provider, the patient reported worsening of symptoms starting four months ago, and they received something in the mail that alerted them that their battery was 'expired,' so they thought it was no longer working. The caller was instructed to connect to the patient's ins with the patient programmer. The patient programmer connected successfully and stimulation was off. It was reviewed stimulation had been off, and the caller did not know for how long it had been off, but noted the patient had not checked the device themselves in the last four months. Instruction was given to turn stimulation on and adjust the stimulation level to comfort. The caller would have the patient monitor their symptoms for improvement after turning therapy back on.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Asked to clarify the statement ' the battery was expired', they stated they got a letter saying it might be expired. They stated the batteries had and the didn't feel the device was working as they had more symptoms. They stated the cause of them thinking the device was no longer working and the stimulation being unexpectedly off was determined. Asked what steps were taken to resole the issue, they stated the provider got new batteries, tested device and determined it was still working and increased levels. They reported the issue had been resolved, device replacement is not planned and device is still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.